Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had a moisture damage. Customer's blood glucose was 286 mg/dl. The customer stated that the insulin pump was exposed to insulin . Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed displacement test, rewind, and basic occlusion tests, no alarms noted during testing. All of the buttons functioned properly and no moisture damage was noted on the keypad traces, inside reservoir compartment, or motor noted. The device had minor scratches on the lcd window.